Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-13833. It was reported that the patient's ipg would no longer communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted to address the issue. During the procedure, it was discovered that the lead was also fractured. As a result, surgical intervention may be undertaken in the future to replace the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.